Event description:
At 9:20 am, nurse started 1000ml lactated ringers infusion at 125ml/hr (gravity infusion) connected to y site. At about 9:29 am, she programmed oxytocin, 30 units in 500ml, to infuse at 1 mili unit/hr via a lvp pump and started the infusion. She was instructing the patient when she turned to look at the infusions and noted the oxytocin was infusing wide open. The baby's heart rate showed an immediate deceleration to 60 beats/minute lasting about 4 minutes. The IV oxytocin was stopped, oxygen administered, and the physician called. The mother delivered later that evening. Mother and baby were fine. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Although device return is expected, it has not yet been received. A follow up report will be submitted once the device is received and investigated or additional information is obtained.